Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient received 18 shocks prior to their death. The family member was unsure if the patient¿s death was related to an implantable cardioverter defibrillator (ICD) malfunction.